Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that following implant of the ins the patient developed an infection "where control was put in." The patient's healthcare provider knew about the infection. The patient also reported that she was having a lot of pain "there and across [her] back, leg" and that the patient had a lot of pain and down the left leg after surgery. The patient's ins was removed and the physician who performed the removal advised the patient to see their primary care physician or go to the ER. Patient status is not known at the time of this report and no device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.